Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es remote manager was falling off. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 03-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a smart remote manager was falling off from the fridge. A field service engineer replaced the plate adapter housing latch on the smart remote manager. Using a scraper and sani-cloth, removed the leftover adhesive from the previous plate adapter housing on the fridge. Installed and mounted the smart remote manager and the issue was resolved. The system functioned as intended after the field service engineer troubleshooted the device.